Event description:
The event was reported that staples did not completely form. Additional 2 hours was added to the case, and the procedure was converted to open. The pt is doing fine since the procedure.